Manufacturer narrative:
An event of delivery system having difficulty crossing the septum and tip of dilator observed to be torn was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images from field appeared to a blurred view of flattened dilator tip on an operating table. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amulet delivery sheath was selected to implant a device. During the procedure, the 12f amulet delivery sheath went over the non-abbott wire as per normal. The 12f amulet delivery sheath had difficulty crossing the septum in left atrial appendage (laa) procedure with amulet. The sheath was removed from the patient to inspect the sheath and dilator. It was observed that the tip of dilator was torn. New 12f amulet delivery sheath was opened and successfully crossed the septum and left atrial appendage (laa) closure successfully completed